Event description:
The pt was transferred. Twenty-four hours later, blood was noted in the tubing and back to the safety disk.. The iab was removed. No second was inserted. As a result of the event, the pt had gas pain and the pt's pulse dropped. (Event complications: gas pain/the pt's blood pressure) reported 5/12/97. (Pt's current status: critical-rpt'd 5/12/97.)